Event description:
Pt with infective endocarditis. Had coronary and cerebral angiography. Had right femoral sheath closed with starclose closure device. Femoral duplex afterwards showed device within the femoral artery completely narrowing the lumen. Surgical removal was required.